Manufacturer narrative:
Add'l MFR narrative: gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complains about blood leak during treatment. Blood flow rate: 112ml/min. Tmp: 120mhg there was insignificant blood loss. No medical intervention was needed. No serious injury.